Event description:
The customer received a questionable creatine kinase (ck) result for one patient. When initially tested, the results for several other assays were accompanied by data flags. The customer repeated the sample and noted the results were different. The initial ck result was 47 u/l and the repeat result was 13409 u/l which was believed to be correct. The initial result had been auto verified by the laboratory information system (lis) and reported outside the laboratory. The customer called the ICU with the correct ck result. The patient was not adversely affected. The reagent lot number was 620804. The expiration date was requested, but was not provided. The customer stated she thought the issue was preanalytical but could not verify. The sample was not clotted and was processed on the modular preanalytic analyzer (mpa). The field service representative could not find a specific cause. He checked the electromechanical operation of the analyzer, all probe positions, washing of the reaction cuvettes, external washing of probes, and gear pump. He replaced the syringe seals as preventive action. The customer ran calibration and all qc with results within specifications. The field service representative ran precision testing. All checks and tests were within guidelines. Upon further investigation, a specific root cause could not be identified. As other assays tested at the same time were accompanied by data flags, an issue with sample pipetting which is often caused by preanalytical issues was suspected.